Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the hp052 was being connected to the generator and the nurse could not get the black electrical connector cap off. The rep tried to remove the cap and it still would not come off. The cap had to be forced off so the surgeon could use it, as he was waiting patiently (it was like it was glued on). Now the cap does not fit properly. There was no consequence to the pt.